Event description:
The complainant reported that during a contrast injection procedure there were 3 failures on 2 patients with CT kits. It was reported that contrast was spurting out from one of the valves or from the tubing between the valves.

Manufacturer narrative:
This incident was reported in MDR #9616662-2007-00001 (device 3). During a conversation with rep (FDA), it was recommended a separate report be filed.